Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to sensing integrity counter (sic) and impedance variation. Short v-v intervals were noted and the pacing impedance had jumped. It was further reported that the superior vena cava (svc) coil was fractured and impedance was high. The coil was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, the impedance of the rv defibrillation coil was beyond the expected upper range, the impedance of the superior vena cava defibrillation coil was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was further reported that there were loose set screws on the implantable cardioverter defibrillator (ICD). The set screws were tightened and issue resolved. The svc coil was turned back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.